Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4) wound dehiscence. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00589. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an acl repair procedure on an unknown date and suture was used. The wound dehisced from the tibia tissue. Additional information was requested.